Manufacturer narrative:
Patient age/dob is unknown; however, the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis post prostate biopsy procedure within the colon performed on (B)(6) 2013. According to the complainant, during the procedure, a resolution clip device was advanced to the target tissue, and then locked and deployed without issue. A second resolution clip device was advanced to the target tissue, and then locked and deployed; however, the clip assembly failed to release from the delivery catheter. Reportedly, the two clip assemblies appeared to become attached; subsequently, when the second clip assembly was pulled from the tissue, both clips separated. The procedure was completed using two additional resolution clip devices to resolve the bleed. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.